Event description:
Per the audiologist, the patient reported decreasing auditory performance when using the cochlear implant system. Testing at the clinic done in 2002 showed several faulty electrodes. The results of an integrity test done in 2008 were consistent with normal receiver/stimulator function and multiple faulty electrodes. An x-ray and CT scan showed the electrode array had migrated out of the cochlea. Explant/reimplant surgery plans had not been reported at the date of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.